Event description:
A customer obtained erroneous troponin (accutni) results of 0.01 ng/ml for qc and failed accutni calibrations on access immunoassay analyzer. There is no indication that there were any patient results obtained at the time of this event. The customer did not receive any reports of death, injury requiring medical intervention, or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
While bci customer technical support (cts) assisted the customer troubleshooting, it was found that the reagent pack was shared between two access systems. The product labeling gives instructions not to load a partially used reagent pack on a different instrument. Service was not dispatched for this event as the likely root cause was discovered while troubleshooting with cts.